Event description:
A customer reported to olympus, during inspection for use, the video telescope screen turned pink. The intended procedure had a therapeutic approach. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was an image failure due to a malfunction of the charge coupled device unit. The device evaluation found, knocking noise due to charge coupled device unit failure. The serial ring was loosened. The objective lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the malfunctioned charge-coupled device could not be identified. However, it¿s likely the cause is related to the following: -unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" -unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined -pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device olympus will continue to monitor field performance for this device.